Event description:
It was reported when the device was used during a hand assisted sigmoid resection, it tore. The case was completed with a like device successfully. There was no patient consequence.